Manufacturer narrative:
During further troubleshooting it was identified patient is using apidra. Customer technical support has notified reporter that apidra insulin is contraindicated for use with t: slim.

Event description:
Received information stating patient was experiencing high bg's (300 mg/dl).